Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient who was reported to be in the 50's. Estimated weight of the patient who was reported to be approximately 150 lbs. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the monofilament was returned loose and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device which limited the scope of the investigation. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff and this confirmed the reported event. There was no needle strike mark on the posterior foot. During testing, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back no sutures were present. A second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.